Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain. It is unknown if there are plans to reimplant the patient with another cochlear device as of the date of this report

Manufacturer narrative:
This report is submitted on october 06, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 8, 2022.